Event description:
This is a report of flo-gard pump with a broken ac cord. The reported condition occurred during preventive maintenance. There was no patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.